Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 03/05/2024, it was reported that the patient and his parent were driving when he checked his bg. It was not specified nor clarified whether the patient experienced symptoms, nor what prompted him to check the bg. The bg was 42 mg/dl while the egv was 113 mg/dl. The parent called an ambulance. The patient was transported to the ed. In the ambulance, the hypoglycemia was treated with dextrose intravenous d10. In the hospital, he was given intravenous d50. The patient was also treated with protronix for acid reflux and octreotide for hypoglycemia. According to the report, the patient stayed there for a week. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.